Manufacturer narrative:
We received one single dpt kit model px260, from the reported model and lot number, in sealed original package for examination. Black fiber-like particulate was inside the sealed tyvek pouch, near the open tab. The particulate was approximately 0.008"x0.003" in size. No other contamination was observed from the product and packing. Note that the particulate was outside of the fluid path. A review of the manufacturing records indicated that the product met specifications upon release. Per chemistry study, the ir spectrum of the unknown back fiber like particulate showed some absorption characteristics when comparing to per (polyethylene terephthalate) like material. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history record results.

Event description:
It was reported that the product contained foreign matter that was observed during inspection at the distributor warehouse. The product had not been opened and was in sealed condition.